Manufacturer narrative:
B1 adverse event and/or product problem. Add product problem.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred leading to the customer's blood glucose (bg) level elevating to 430 mg/dl with a ketone level that was considered dangerous/life threatening according to a health care provider and the customer going to the emergency room and being admitted to the hospital on 10/9/2025 where they received intravenous (IV) fluids of saline and insulin, customer was discharged on 10/10/2025. However, customer's high bg and occlusions persisted and they returned to the hospital on 10/11/2025 with a ketone level that was considered dangerous/life threatening according to a health care provider where they were admitted and treated with IV fluids of saline and insulin which ultimately did resolve their elevated bg and they were discharged a second time on 10/12/2025. The customer ultimately reverted to an alternate method of insulin therapy.